Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). (Ocg) for evaluation. The evaluation of the device by ocg confirmed the following; the camera cable of the device was damaged and defective. Omsc reviewed the manufacturing history(DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the camera cable due to customer's handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image disappeared and the visual field was suddenly lost. The device was not communicating with the olympus camera control unit otv-s400. There was no report of patient injury associated with this event.